Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 4592-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead several shocks delivered for episodes and delivered energy was significantly less than the programmed shock therapies. Lead trends were steady, but unsure if failure due to breach in lead or breach in device header. The partial delivered shocks were indicated as likely due to a short circuit in the lead and/or the device. The rv lead was capped/abandoned, and a new lead was implanted. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.